Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the velcro on the customers t:flip does not stay shut and has the potential to pull out the infusion set. Customer reported blood glucose value was over 250 mg/dl, which was addressed with a correction bolus. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.